Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin b12 gen. 2 immunoassay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. During a routine patient sample run, the customer stated the analyzer generated abnormal low signal alarms. The customer observed that a system reagent bottle was empty, but still in use. The reagent bottle was replaced and the analyzer switched to using a second bottle. Maintenance was performed and the alarms did not re-occur after this. The complained sample was measured during this time. The sample initially resulted in a vitamin b12 value of > 2000 ng/l and repeated as 254 ng/l. The vitamin b12 reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The pinch tubing was replaced and the system was fully operational after this action.

Manufacturer narrative:
The investigation determined the issue is related to the delivery of a system reagent. The issue was resolved after the analyzer switched to the second system reagent bottle. The issue is consistent with the tube lifter not being lowered completely into the system reagent bottle, causing air to mix with the reagent and creating foam.